Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on november 17, 2025. It was reported that during the procedure, the bands failed to deploy, it was noticed that they were overlapping each other when it was removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information. Block e1 initial reporter address. Block e1 initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy, it was noticed that they were overlapping each other when it was removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.